Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in two pieces. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.

Manufacturer narrative:
Correction: section g3- date received by manufacturer was 12 jun 2025 as it was missing in MDR-2025-25753-01 report.

Event description:
New information received notes that the patient's right ventricular (rv) and right atrial (ra) leads exhibited noise oversensing which resulted in pacing inhibition. The patient was in stable condition.

Event description:
It was reported that the patient's right ventricular (rv) and right atrial (ra) leads exhibited noise. Both rv and ra were explanted on (B)(6) 2025. No adverse patient effects were reported.